Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth implants due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening posterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool.